Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: total knee replacement. Resection guide broke during use on patient's knee. All pieces were retrieved. Open another kit to proceed with case. No delay to procedure. No adverse event to patient.

Manufacturer narrative:
Examination of the submitted cutting guide confirmed one of the two saw captures is broken. The initial reporting stated no further information is available. The root cause is product wear out due to normal use and servicing . Based on the investigation determination of wear out as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.